Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to infection. Reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 20, 2024.